Manufacturer narrative:
Concomitant products: product ID 377875, lot# n0037161, implanted: (B)(6) 2005, explanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2005, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 377875, lot# n0041982, implanted: (B)(6) 2005, product type lead; product ID 377875, lot# n0037161, implanted: (B)(6) 2005, explanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported there electrode #8 on all combinations was out of range with high impedance. It was noted the patient was programmed around the electrode with good results. It was noted that one week after reprogramming the patient lost stimulation in their right upper extremity. It was noted that the stimulation pattern into the left elbow to the hand was not as adequate as it was before. It was further reported the patient had x-rays in (B)(6) 2007 which showed lead migration; the left lead was situated out of the gutter at c2 and the right lead had moved to midline at the c3 level. (B)(4).

Manufacturer narrative:
.

Event description:
It was reported there electrode #8 on all combinations was out of range with high impedance. It was noted the patient was programmed around the electrode with good results. It was noted that one week after reprogramming the patient lost stimulation in their right upper extremity. It was noted that the stimulation pattern into the left elbow to the hand was not as adequate as it was before. It was further reported the patient had x-rays in september 2007 which showed lead migration; the left lead was situated out of the gutter at c2 and the right lead had moved to midline at the c3 level. It was reported that on (B)(6) 2008 the patient underwent a lead revision and replacement. Information omitted pertaining to related events (B)(4).